Event description:
Information was received from a manufacturer's representative (rep) regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported the patient's implantable neurostimulator (ins) was being replaced because it was as end of ser vice (eos). No patient symptoms were reported regarding this event.

Event description:
Additional information received reported that the issue was first aware of the abnormal battery depletion on (B)(6) 2016. It was reported that the device would not be returned. The cause of the abnormal battery depletion was not determined. There was no symptoms related to the battery depletion or early end of service (eos).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.